Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via patient call center. It was reported that the device did not seal. A left atrial appendage closure procedure was performed, and a watchman laa closure device was implanted on (B)(6) 2023. The patient was discharged. The patient reported to the watchman patient call center that her watchman closure device had not healed over. The patient stated that she was currently taking plavix and aspirin medications. The patient stated she did not know how large the leak was. The patient was advised to follow up with the physician. No further information was available.